Event description:
It was reported that during intra-aortic balloon (iab), the cardiosave intra-aortic balloon pump (iabp) generated a leak in iab circuit alarm and a leak was observed. It was noted that blood had entered the iabp. There was no patient harm or adverse event reported. This report is for the iab involved. A separate report has been submitted for the cardiosave iabp under mfg report number (B)(4).

Manufacturer narrative:
Complete initial report name: (B)(6). Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #(B)(4).

Manufacturer narrative:
Updated field(s): date of birth the device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab), the cardiosave intra-aortic balloon pump (iabp) generated a leak in iab circuit alarm and a leak was observed. It was noted that blood had entered the iabp. Therapy was discontinued and another iab was not inserted to continue therapy. There was no patient harm or adverse event reported. This report is for the iab involved. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-04520.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted complaint record ID (B)(4).